Event description:
Patient's mother reports they prefer the bd nano pen needles and have not had a problem with them in the past. This past shipment received she states when she screws the needle onto the pen the rubber piece on the pen is causing the pen needle to break and she has to remove the pen needle and start again. She reports sometimes 2 or 3 needles break before getting one to work. Again, this is not something that has happened to them in the past and they have used the bd nano needles for a while. Dates of use: (B)(6) 2015 to (B)(6) 2018.